Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that when delivering a shock, no energy was measured. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer device and observed that the device shock did not measure any energy. The device will be replaced under warranty. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that when delivering a shock, no energy was measured. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the observed issue was due to the white wire of the high voltage capacitor. The wire was disconnected from the spade connector, designator j18 of the main pcb. The returned device was archived by stryker.